Event description:
On 11/1/2006, nellcor received a report where it was claimed that a "surgical mishap" occurred using the reported device. The report states that a patient was undergoing an unspecified surgery to remove a nodule on the right lobe of the thyroid gland and "the end stopper of the syringe became lodged in the tube and ventilation circuit." No further details were provided in the report. Nellcor clinical specialists are attempting to gather further information related to this report.

Manufacturer narrative:
Investigation of this report is currently in progress.